Event description:
It was reported that the patient presented via merlin.net with stored episodes of non-sustained right ventricular oversensing saved inappropriately due to patient in bigeminy. No programming changes were suggested or made. The patient will continue to be monitored with routine follow ups.

Manufacturer narrative:
(B)(4).